Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had displayed a system fault alarm. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that to restore regular operation the vacuum line / pressure line head were replaced from 5000 hr maintenance kit (0040-00-0147). The fse performed diagnostic and functional tests successfully.